Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Troubleshooting steps happened with the customer. Transmitter was not able to regain connection due to additional errors. No additional patient or event information was available.